Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door glass was busted open exposing medication, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the door 3 cracked into two pieces due to component issue. Field service engineer replaced the door panel to resolve the issue. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter facility: (B)(6)